Event description:
A malfunction alarm was reported by the customer, but there was no adverse impact on the customer¿s blood glucose level. The technical support assisted the customer with resetting the pump remotely, as the customer was not at home, and provided additional pump reset information for future use. Technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.